Event description:
High thresholds no rv capture confirmed fracture high impedance ->3000 ohms new rv lead stj riata rv impedance rose to >3000 3 days after changeout. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).